Manufacturer narrative:
Follow-up received on 26-may-2016: ptc investigation result was provided. Ptc global number is (b)(5). Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. In this case no product was returned. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meidra llt: device breakage. Since no medical events were reported at this point in time, the assessment of a relationship with a quality defect, as well as, a batch investigation with respect to similar ae cases are not applicable. Company causality comment: this spontaneous non-medically confirmed case report received via social media refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and suspected that her essure was fractured. This event, interpreted as device breakage, is listed according to technical assessment. In the present case the exact date and mechanism of the device breakage were not reported. The consumer only mentioned that her essure was bent or fractured. Given the nature of the event, causality with essure cannot be excluded. This case was regarded as other reportable incident as although the device breakage did not lead to death or serious deterioration in health, this might have occurred under less fortunate circumstances. Based on the available information a product quality defect could not be confirmed but is considered plausible. Since no medical events were reported at this point in time, the assessment of a relationship with a quality defect, as well as, a batch investigation with respect to similar ae cases are not applicable. Follow-up cannot be pursued, since consumer cannot be privately contacted.

Event description:
This is a spontaneous case report received from a consumer of unspecified age via social media in united states on (B)(6) 2016 who had essure (fallopian tube occlusion insert) inserted. She stated that her essure was bent or fractured and she is soon to be free of the coils. Company causality comment: this spontaneous non-medically confirmed case report received via social media refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and suspected that her essure was fractured. This event, interpreted as device breakage, is unlisted in the reference safety information for essure. In the present case the exact date and mechanism of the device breakage were not reported. The consumer only mentioned that her essure was bent or fractured. Given the nature of the event, causality with essure cannot be excluded. This case was regarded as other reportable incident as although the device breakage did not lead to death or serious deterioration in health, this might have occurred under less fortunate circumstances. A product technical analysis is expected. Follow-up cannot be pursued, since consumer cannot be privately contacted.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.